Event description:
Procedure: unspecified kidney & adrenal gland. Reportedly while using the device, a piece of the device came out from the trocar. The pieces fell into the surgical area and were retrieved.